Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the mitral valve was explanted after an implant duration of approximately 76 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to calcified leaflets and regurgitation. No additional information was provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information has been provided, and the device has not been returned to edwards for evaluation due to patient privacy regulations. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Received operative report indicates the mitral valve prosthesis was severely calcified and stenotic. The leaflets were quite stiff, and was completely excised.